Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated patient had the original in 2012 and her interstitial cystitis (ic) symptom were improved for frequency but about a year/year and a half patient noticed the battery pack started to move and by the time it was changed out (due to battery depletion in (B)(6) 2018) it had come up to the surface of the skin. Caller stated it had gotten worse and worse. Patient was experiencing leg and hip pain on that side. Caller stated patient has been seeing healthcare provider (hcp) about the trouble with her hip and the hcp cannot find anything wrong to account for the pain. Patient stated during the time when the stimulator was dead, from (B)(6) 2018 until (B)(6) 2018 (replacement) she still had the hip and leg pain. Symptom of coming to her skin/leg hip pain started about a year, year and a half after (B)(6) 2012. No further complications were reported/anticipated.